Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they didn't think that the current system had worked quite right as compared to the previous system. Patient said that they were getting shocking and sensation in different places since they received the implant in 2022. Patient said they were scheduled for a replacement however they weren't told anything about the type of implant. Patient said that the healthcare provider (hcp) didn't even test the device to see if it is working right during the appointment. Patient also said that when they went to see the doctor for the replacement procedure, the doctor didn't come in and check the device and the patient was concerned about that. Reviewed product information as requested. Reviewed the option for the managing physician to invite the local manufacturing representative (rep) to assist with checking the implant or reprogramming. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.